Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The field representative has spoken with the physician and the physician has not made a decision on how to address the issue, will be watching for any changes. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information has been received that this lead has been partially explanted. The distal coil remains implanted. There were no additional adverse patient effects reported. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.